Manufacturer narrative:
(B)(4). Damaged release button, incorrect cartridge size. The analysis results showed that one pse60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Furthermore, the device was found to have the clamping mechanism damaged. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Upon firing and in order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out; it appears that the device was forced open with the knife not on the home position. The reported event could not be confirmed as no the reverse button worked properly. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when firing, the device blade would not advance and device became stuck. The surgeon was unable to open the jammed device. The reverse knife blade would not work and surgeon had to force device handle apart to open device jaws. The surgeon did not report any bleeding and blue reload was reported to be in use for this firing of device. The manual override on top of device was never utilized. The case was completed with another device of a different product code. There were no patient consequences reported.